Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the customer's reported issue and noted that all connections and voltage test points were checked and no issues were observed. The iabp unit was ran for hours on both ac and battery power without issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event was shortened due to field character limit; the full name is mercy medical center cedar rapids.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a power failure. It was later clarified by a getinge service territory manager (stm) that the customer reported that the machine shut off unexpectedly and did not generate an alarm. There was no patient harm and no adverse event was reported.